Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they were in the hospital and the hospital stay was unrelated to the device or therapy, but the patient thinks it is related to the device or therapy. Patient said shortly after they had the battery replaced they started having falls, tremors, and tremoring really bad. Patient said about a week ago they started tremoring and shaking really bad, and when they got back home they looked at the handset and the therapy had turned off. Agent asked if they had let the stimulator battery get really low and they said no. Patient called today because they can't get the communicator and handset to connect to the stimulator, and they can't get the communicator to turn off. Had patient press and hold the power button on the communicator and it did power off. Patient will call back tomorrow to troubleshoot and see if they can get everything to connect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.